Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the physician encountered resistance and found the stent to be damaged. The moderately calcified, 90% stenosed lesion, in the mid to distal lad, was predilated with an aqua 2.5x15 mm balloon. The physician had successfully implanted a 2.75x14mm zeta stent in the distal lad and wanted to overlap it with taxus express2 2.75x20mm drug eluting stent. He felt resistance from the zeta stent and was unable to cross it. The taxus stent was removed from the pt and found to be damaged. The physician was able to complete the procedure by successfully placing a taxus 3.0x20mm stent in the target area overlapping the zeta stent. The pt received plavix during and post procedure. No pt complications were reported. Pt was reported to be in satisfactory condition.